Manufacturer narrative:
The customer reported that the central nurse's station (cns) system locks up, cannot print, cannot admit or discharge. The customer reported that they can still navigate the screen but some features do not work and there will be nothing inside full disclosure. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt 1: on 06/23/2021, emailed the customer via microsoft outlook for patient information and concomitant devices information: reply was received and specific patient information is unavailable and the concomitant devices in use were not documented. Additional device information: concomitant medical device: the following device(s) was used in conjunction with the cns: transmitters: telemetry model #: gz-130pa. Serial #: ni. Manufacturer data: ni. Bedside monitors: bsm 6000. Serial #: ni. Manufacture data: ni.

Event description:
The customer reported that the central nurse's station (cns) system locks up, cannot print, cannot admit or discharge. The customer reported that they can still navigate the screen but some features do not work and there will be nothing inside full disclosure. No patient harm was reported.